Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue which he tried to treat with a bolus. Consequently, he went to the emergency room with blood glucose level of 376 mg/dl, diabetic ketoacidosis and stayed there for a couple of hours. He had moderate level of ketones and was administered insulin and drip (drug name unknown) intravenously. He left the emergency room with blood glucose level in the range of 200-300 mg/dl and was coherent and stable. Subsequently, on (B)(6) 2019, he was admitted to the hospital due to bent cannula and tainted insulin which led to high blood glucose levels. Moreover, he had received a high blood glucose alert. The infusion set had been used for one day. He was administered insulin and drip (drug name unknown) intravenously which resolved the issue. On (B)(6) 2019, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.